Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.

Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal sts plus was selected for use. The patient was being treated for angina pectoris. A pre-deployment angiogram found no anomalies at the right common femoral artery (rcfa) puncture site. The vessel lumen diameter was 6mm. The angio-seal was deployed and hemostasis was achieved. During deployment, the collagen protruded from the skin and the physician pushed it down under the skin. The patient was ambulated after five hours. Three days later, the patient complained of pain at the puncture site and had a temperature of 38 degrees celsius. An infection was diagnosed. The patient's c-reactive protein level was 8.5. The patient was given cefamezin 3g/day. The next day, the puncture site was warm and the patient was given 300mg of cefzon for two days. The patient has not yet recovered and has been monitored with a CT. The patient was premedicated and is still being given aspirin 100mg/day and clopidogrel 75mg/day. The 15,000 units/day of heparin has been given since the procedure.